Event description:
Allegedly revised due to broken modular neck. Add'l info rec'd (B)(6) 2014: after getting up, the pt. Couldn't burden his hip. No special physical activity. Low activity level.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This event occurred in (B)(6).